Event description:
The patient reported that in (B)(6) 2012 their pump flipped, and ¿they had a new put in.¿ the medication used within the system was unknown.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).